Manufacturer narrative:
The reported complaint was confirmed. Per the supplier evaluation, the unit was re-tested and failed the test. R9 appeared to have been soldered to the assembly and was now missing. It appears that a physical force would have been applied to the component. In addition, the unit would not have been passed the original automated optical inspections (aoi), visual quality inspections or tests if it had not been present during the original processing of the manufacturing order. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the small display assembly to display a 'service pump' message and had non-functioning controls during evaluation. It was determined that the cause was the graphics driver board.

Manufacturer narrative:
The srt replaced the display assembly. The unit operated to the manufacturer's specifications.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the display assembly was failing out of box. There was no patient involvement.